Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's lettering was still readable but not as clear and precise. The insulin pump had a rewind failure. They had to rewind more than once per prime before. The customer had to press the buttons multiple times. Customer's blood glucose level was not reported. The device was not returned.